Manufacturer narrative:
This report is submitted on july 29, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : battery discarded by patient.

Event description:
It was reported that whilst connected to the charging dock, the rechargeable battery allegedly malfunctioned and broke (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The rechargeable battery has not been returned to the manufacturer as of the date of this report.